Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the body of the device was pulled/removed, slight resistance was met and was confirmed that the suture was exposed and entangled resulting in loop-shaped around the foot. It appeared the foot was not properly housed inside the device. As the suture did not seem to have been harvested as usual, the suture was cut. A second perclose proglide device was used but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the suture and the foot retraction problem could not be confirmed because the plunger, link and suture were not returned. Based on visual and functional analysis of the returned device, there is an indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Pt sex: female.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.